Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received multiple high voltage therapies and the device went into back-up mode. The vibratory alarm was activated and the patient presented to the emergency room approximately one month later. Abbott technical support (ts) reviewed the session records which indicated multiple ventricular tachycardia and fibrillation episodes and possible supraventricular tachycardia episodes with rapid ventricular response. Ts indicated the power on reset (por) with back-up vvi mode was likely due to excessive charging. The device was restored to reprogram pacing output, however; post-sensed t-wave oversensing was observed. The device was reprogrammed to resolve the oversensing issue. Ts recommended defibrillation testing or device replacement due to por. The ICD was explanted and replaced with no adverse consequences to the patient.